Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation temporary fixation screw catalog #: 76-0017 lot #: ni. Therapy date: (B)(6) 2017. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00033.

Event description:
It was reported during a rib fixation for stabilization of rib fractures and flail segments case the contra angle screwdriver was needed to fixate ribs 2-4. The screwdriver handle was not turning smoothly; the handle would turn, but the screw would not rotate. The surgeon had to apply pressure to the back of the handle to ensure the screw was inserted smoothly. When attempting to remove the temporary fixation screw, it got stuck in the screwdriver and was unable to be removed. The driver could no longer be used although it was still needed. This created a delay of about fifteen to twenty minutes. A power driver and manual driver were used in its place; however, the surgeon could not fixate rib 2. There was no patient injury. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed for the driver not being able to insert screws. Complaint sample was evaluated and the reported event was not confirmed for the blade being stuck in the driver. On visual inspection, there are signs of moderate use as there are some scratches noted on the product's exterior, though no significant discoloration is noted. A functional testing was performed with the returned driver; it was noted that when attempting to rotate the driver, there was occasional friction and locking during a full single rotation; therefore the complaint is confirmed. Functional testing regarding the complaint that the screw could only be inserted by applying pressure to the back of the handle was performed using an contra angle trauma one blade, cross-drive and a 2.4 x 20 mm screw by attempting to screw into a poplar wood block. The complaint was confirmed - when attempting to rotate the handle, the screw would not insert; applying downward force on the driver did achieve some insertion but the screw could not be fully seated. Additional functional testing was also performed by attempting to remove the blade which was done so without difficulty. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the product being over torqued during insertion of screws, which can result in the driver gears stripping. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.